Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that hemolysis occurred after use with an unspecified bd blood collection tube. The following information was provided by the initial reporter: it was reported customer experienced hemolysis.